Event description:
It was reported that difficulty with positioning occurred. The stenosed target lesion was identified in the iliac artery. An epic self-expanding stent was chosen for the procedure. During the intervention, contralateral access was utilized, and the initial stent deployment resulted in an accordion appearance, failing to adequately cover the target lesion. A second stent was subsequently deployed to extend coverage. The procedure was ultimately completed using a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.